Manufacturer narrative:
Explant date: (B)(6) 2017. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an explant procedure. No further information could be obtained.